Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to a shorted and burned capacitor, designator c76 from the digital pcb assembly.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak), which is an indication that the device may not have sufficient power to provide adequate defibrillation therapy. There was no report of any patient use associated with the reported issue.